Event description:
I was diagnosed with pop and sui and had tvt mesh sling inserted. Had postoperative infection and revision to remove mesh breached through vaginal wall. I now have pain during intercourse, constant bleeding and bacterial infections from open unhealing wound in vagina. Surgeon was properly trained in technique and now reports using a drain post-operatively to prevent infection. Dates of use: 2007 - 2009. Diagnosis or reason for use: pelvic organ prolapse, stress urinary incontinence. Event abated afer use stopped: no.